Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A sample was received to perform an investigation. A visual inspection found there was non-original equipment management (OEM) power cord was found with device. The device event history log review found primary audible alarm post and auxiliary control unit (acu) watchdog alarm. During the functional testing was unable to duplicate the reported issue. A corrective and preventive action (CAPA) was opened for this issue. Device will be placed in quarantine due to non-OEM power cord was found with device. No root cause could be determined as the complaint could not be confirmed.

Event description:
It was reported that the pump exhibited an auxiliary control unit (acu)watchdog failure, and primary audible alarm post errors. No patient injury was reported.